Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: one day after the procedure. It was reported that one day post an uneventful left internal carotid artery stenting procedure, the pt experienced a minor stroke with slight loss of the nasolabial crease and right facial numbness. Reportedly, the condition is continuing unchanged. Two days post-procedure, the pt was discharged to home. There was no add'l info provided.

Manufacturer narrative:
Study report. There was no xact malfunction reported. Stroke is a known potential adverse event associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.